Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a battery out limit alarm after a battery change and a large air bubbles. The customer's blood glucose level was unknown. The customer was advised to change their infusion set, monitor, and call back if problems persisted. The product was not replaced or returned.